Event description:
It was reported that an ilet user experienced prolonged hyperglycemia following treatment of a pre-meal hypoglycemic episode with popcorn and multiple glucose tablets, after which the system displayed high readings for several hours and a confirmatory fingerstick of 417 mg/dl; the user replaced the infusion set and the pump then showed a downward glucose trend. Symptoms included hypoglycemia earlier in the evening followed by hyperglycemia. Outcomes included the need for troubleshooting and user education without hospitalization. Investigation included troubleshooting, review of user-reported blood glucose history, and education on hypoglycemia treatment and carbohydrate intake. Investigation of this case revealed user-related overtreatment of hypoglycemia with excessive carbohydrate intake as the most plausible contributor to the subsequent hyperglycemia. It was concluded that the device functioned as designed, and the event was attributable to user management of hypoglycemia and carbohydrate dosing.